Manufacturer narrative:
A product evaluation was performed. (B)(4) device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No device returned, DHR completed and the results are as follows: avalign technologies ¿ nemcomed manufactured the slap hammer with quick release, p/n 03.809.690, and lot # 6723847. The supplier¿s certificate of compliance (c of c), dated (B)(4) 2012, and indicates the parts were manufactured to the synthes drawing number (B)(4), revision ¿b¿. The lot was manufactured and processed per specification requirements and inspected to the synthes inspection sheet # (B)(4), revision ¿a¿. Ncr # (B)(4) was written on (B)(4) 2011 for two certification issues: item #1 was for the material type indicated (B)(4) and the c of c indicated (B)(4). Mrb disposition this item as an inspection technique issue (6h), not a supplier issue. The drawing shows that (B)(4) is an acceptable alternate material. The lot conformed. Item #2 was for the condition type not specified on the c of c. The documentation was revised and the lot was accepted. The ncr was closed on (B)(4) 2012. The slap hammer was manufactured to the synthes drawing number (B)(4), revision ¿b¿, released on (B)(4) 2011. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An evaluation was performed on the returned device. As received condition of device; there was no other discernible damage. Due to an unknown cause, the shaft broke at the threads; threads are stuck in adapter and cannot be measured. Initially, the part conformed to the synthes final inspection. Based on the evaluation and the unknown cause, this complaint is not manufacturing-related and is considered unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Canada reported the following event: during a direct lateral interbody fusion at l3-l4, the slaphammer broke at the threads when pulling the trial spacers out of the patient. The slaphhammer was not being used with excessive force. The surgery was completed using a similar or like instrument. There was no reported delay or prolonging of surgical time. This report is 1 of 1 for (B)(4).